Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that during routine interrogation in the emergency room, the device could not be interrogate. The device was implanted in 2003 and probably has not been working for the last 10 years. The physician elected to not explant the device and no programming changes can be done as the device can't communicate. Patient was stable.